Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been on a ¿stimulation holiday¿ for a week per their physician. The patient turned simulation on (B)(6) and had been on for a week and made the patient¿s pain worse in their legs and feet. The patient also described cramping in the left leg. The patient had an appointment on (B)(6) and impedances were checked and were within normal limits. The patient had his rate at 10 pps but the doctor recommended the patient try at a higher rate above 40 and leave off for periods of time until their next follow-up. The patient felt tingling where he needed it and was ¿parameters open for him.¿ the patient was to follow-up with their physician in 6-8 weeks. The patient verbalized understanding of pulse width and rate and was doing well at the close of the appointment.

Event description:
It was initially reported that patient was not getting relief from their implantable neurostimulator (ins) and that it gave them a jolting sensation described as a ¿jerking¿. It was noted that they had this before implant but that it increased in frequency when the ins was on. The patient also experienced symptoms of pain, left hip muscle spasm, and less than 50% therapy relief. Information received on (B)(6) 2015 reported that the patient was reprogrammed and that they felt relief from this. The physician was happy with the wound healing and the patient was doing better at the close of this appointment. Additional information received on (B)(6) 2015 reported that the patient stated that they were losing stimulation in certain positions on their right side. It was noted that they were doing better when the felt the stimulation from the ins but they wanted a few more groups added to their therapy to ¿play with¿ prior to activation of the adaptive stimulation feature. The patient was early in their healing so more groups were to be added before activation at their next appointment ((B)(6) 2015) at the doctor¿s office. Follow up information received on (B)(6) 2015 reported that the patient did not mention any problems or issues to the manufacturer¿s representative and was noted as doing pretty good since implant of the ins. The patient was given several more groups (one with target mystim) where they stated that they had good stimulation coverage on the new settings. It was also reported that the rate and pulse width were opened for the patient to adjust. As far as was known the patient was currently getting effective pain relief. If additional information is received, a follow-up report will be sent. See manufacturer¿s report # 3004209178-2015-01117 for the patient¿s other issue.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).